Event description:
New etq record created in order to update etq (legacy systems) complaint number (B)(4). Reason for original complaint ¿ asr revision; asr xl system product - right; reason(s) for revision: pain. Competitor stem used - confirmed by mary stewart, principal engineer, this can be closed to CAPA as the stem was not a contributing factor for the revision. Re-opened: (B)(4) 2014 to attach query document clarifying product details, no update/amendments needed. Update received: (B)(4) 2014 - amended lot numbers on products: cup, head and taper sleeve.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Asr revision, asr xl - right, reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.